Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. It was also reported that the right ventricular (rv) lead dislodged and exhibited high thresholds. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.